Event description:
It is reported that the physician had completed impacting the implant onto the femur. After removing impactor, the surgeon noticed a piece of spring clip in the wound. The piece was removed and surgery was completed with no further issues.

Manufacturer narrative:
This report will be amended when out investigation is complete.